Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was at the hospital for a pulmonary embolism. The nurse disconnected the customer's insulin pump from the patient for several hours causing the customer's blood glucose to rise. The customer received a blank display on the insulin pump after trying to reconnect to the device. The customer's insulin pump did not pass the self-test. The customer was sent a replacement insulin pump. The customer did not mention any form of treatment for their blood glucose levels. The customer sent the product back for analysis.